Event description:
It was reported that the left ventricular lead impedance was measuring high, out of range. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant devices: com/stj 1488tc implantable pacing lead (B)(6) 2003; com/stj sp02 implantable high voltage lead (B)(6) 2004. (B)(4).